Event description:
It was reported that re leaking cadd cassette 250ml cassettes filled on friday with blinatumomab no leak noted but bubbles that needed to be removed. Ran for 20 hours patient returned on sunday night, as noted fluid leaking into patient cassette form the internal bag of drug. There was patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: the exact date of the incident is unknown, so it has been recorded as the first day of the month of awareness.